Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that a malfunction alarm occurred while a new cartridge was being loaded onto the pump. Contact stated that she may have hit "change cartridge" during the load process there was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was reset successfully.